Event description:
It was reported that during an atec sapphire biopsy procedure on (B)(6) 2025, the "demo atec failed during a procedure," resulting in the procedure being aborted after the needle had already been inserted into the patient. Additionally, it is reported that "the patient experienced pain due to the radiologist not being able to hear the beep notifying the end of a cutting cycle. This resulted in the possibility that the radiologist rotated the canula during a cutting cycle." It is reported that the user has received a new atec unit. No further information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.